Manufacturer narrative:
Additional narrative: patient information not available for reporting. Date of device breakage reported only as 2017. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported hospital staff stated two (2) dynamic hip screw/dynamic condylar screw (dhs/dcs) coupling screw broke during a case on unknown date. The tip of each instrument sheared off. No impact to patient was reported. Hospital staff confirms no fragments remained in the patient. This report is for one (1) dhs/dcs coupling screw. (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part: 338.200, lot: 9557265: manufacturing site: haegendorf, release to warehouse date: 28. Aug. 2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The returned instrument (part 338.20, lot#9557265, mfg 28. Aug. 2015) was inspected at customer quality (cq) and the reported complaint condition of broken was confirmed. Upon visual inspection, it was noted that the distal threaded tip sheared off at the transition between the threaded portion and the 4.5 mm diameter section. The sheared off tip fragment was not returned. The fracture angle is slightly oblique which suggests that an off axis force most likely contributed to the device breaking. Whether this complaint could be replicated is not applicable because the device was returned broken. The 338.20 dhs/dcs coupling screw is a reusable instrument routinely used in the dhs/dcs dynamic hip and condylar screw system. Relevant drawing was reviewed and was determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The inside diameter of the returned device near location of breakage measured at cq which is within specification per relevant drawing. The outside diameter of the returned device near location of breakage measured at cq which is within specification per relevant drawing. Material and material hardness were tested at the time of manufacture and confirmed to have no issues through the DHR review. No definitive root cause could be determined. However, the fracture angle is slightly oblique which suggests that an off axis force most likely contributed to the device breaking. During the investigation, no product design issues or manufacturing discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Date reported incorrectly on the initial medwatch report (B)(4). The correct date should have been 12/29/2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.